Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
Journal of opthalmology article was received on 24-aug-2018 that cited a prospective randomized multicenter single-masked comparative study titled, 'prospective randomized multicenter comparison of the clinical outcomes of v4c and v5 implantable collamer lenses: a contralateral eye study.' The article states that patients reported visual disturbances including halos, starbursts, glare, photosensitivity, and "other." None were reported as severe or very severe. Twenty one % of patients showed a low vault and 1 patient presented with extremely high vault. In the high vault patient, the surgeon rotated each icl 90 degrees. This successfully decreased the vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Note-sections updated with information received pertaining to the patient who presented with high vault only. Additional information received for patient that presented with extremely high vault: current MFR report is for the right (od) eye. Reference MFR report 2023826-2018-01585 for the fellow (os) eye. Patient was a (B)(6) year old female at date of surgery. The day after surgery high vault of 3ct presented. After 6 months from implant the lens was rotated and repositioned into the vertical position. Resulting vault is 1.5ct. Corneal endothelial cell density decreased after icl repositioning. Surgeon states that "sufficient cell density is maintained until the average lifespan." Also stated is that the "patient's acd is unusual in intensity myopia and the anterior chamber is very shallow" (acd=2.56mm). Corrected "other" report source (B)(4).